Event description:
It was reported that cgm displayed malfunction error and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer support representative provided full pump reset instructions, guided caller through reset, and cgm error did not appear again after pump was reset.